Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced back pain and incision pain that was treated with paracetamol IV and patient remained admitted. On (B)(6) 2017, CT scan of abdomen showed air leakage and incomplete ileus. The patient abstained from food, received antibiotic treatment and 5% dextrose water. Additional information indicated that the air leakage was caused near the stoma due to the technique followed for the peg/j placement procedure. Report indicated that the ileus was treated with enema, and was given duphalac syrup. The patient was also treated with unspecified antibiotic medication intra venously (IV). On (B)(6) 2017, the patient was discharged. On (B)(6) 2017, report indicated that the clinical condition of the patient is very good, the air leak and incomplete ileus have been recovered.